Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to any of the olympus locations. However, the field service engineer of olympus thailand (oth) checked the subject device on-site. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from oth and similar past cases, omsc surmised that this reported phenomenon was attributed to the following. - there was a difference between the reprocessing method performed by the user facility and the reprocessing method recommended by the instruction manual. - the staff of the user facility had not been trained sufficiently on the handling and reprocessing the subject device according to the instruction manual. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. However, the field service engineer of (B)(4) checked confirmed on-site that the reported phenomenon occurred on the subject device, and also surmised that this phenomenon was attributed to insufficient reprocessing by the user. (B)(4) instructed the user (nurse) on proper reprocessing method. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the routine inspection of the subject device by the field service engineer of olympus (B)(4), it was found that there was foreign material under the forceps elevator of the subject device.there was no report of patient injury associated with this event.